Event description:
The customer reported poor image quality and a charger failure error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint.